Event description:
It was also reported that this was the second time the doctor had seen the patient where the pump said they should have had drug in the pump but upon aspirating reservoir, there was no drug.

Event description:
It was later reported that the healthcare provider had indicated that the patient was doing fine after the refill. He had documented details of the last refill and if there was a volume discrepancy at the next refill, he planned to do a rotor and dye study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the expected pump volume was 9.3ml and the actual volume obtained was 0ml. It was said the patient was alive with injury. The patient had withdrawal and underdose symptoms. It was unknown what medication was in the pump.

Manufacturer narrative:
Analysis of the pump revealed miscellaneous overinfusion-undetermined root cause. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that on (B)(6) 2013 the expected reservoir volume (erv) and the actual reservoir volume (arv) remained constant at 5.4ml. They recalled a suspected overinfusion situation but had no dates or actual volumes to report. On (B)(6) 2013 the arv was 0 ml and the erv was 9.3 ml; on (B)(6) 2013 the arv was 0 ml and the erv was 11.4 ml. The patient had shown up earlier than the refill date with withdrawal symptoms and it was found there was no drug in the pump. One example was the refill date (B)(6) 2013, the patient came to the clinic with withdrawal symptoms on (B)(6) 2013 and there was 0 ml in the reservoir. The healthcare provider (hcp) performed a roller study that was normal. The hcp stated they refill a lot of pumps and had not really experienced this issue before. The device system was used to deliver hydromorphone, bupivacaine and baclofen. It was later reported that the patient experienced nausea, vomiting, headache, shakes, chills, muscle spasms and a return of pain. The pump ran dry 10 days early and the patient experienced withdrawal symptoms between then and the refill. Six weeks prior to that the pump ran dry 2 weeks early and the patient experienced withdrawal symptoms. The patient suspected overdose between the two refills. The patient reported feeling ill for six weeks. It was later reported that the drug was purchased from a compounding pharmacy. It was unknown whether that pharmacy used lioresal. Logs had not been verified but the patient claimed that they were not using the ptm for all of the available pa's so that should push the refill date back. The next step was to meet with the patient, review logs, evaluate motor stalls and pa attempts and check calibration constant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058149r, implanted: (B)(6) 2001, product type: catheter.

Event description:
It was later reported that the patient was refilled again on the day of this report and a volume discrepancy occurred. A rotor study was to be done on the same day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported the pump was explanted on (B)(6) 2013. There was overinfusion. There was no patient injury. A rotor study was performed and the results were inconclusive. A dye study was performed and the results were "okay."